Event description:
It was reported that the patient stated experiencing increasing incontinence with an artificial urinary sphincter (aus) due to the device failing. The patient indicated having an appointment with the physician in which the doctor indicated there was nothing he could do for the patient. Patient liaison provided the patient with instructions on how to find a physician for a second opinion. The patient would follow up if any further questions or concerns came up.